Event description:
According to the reporter: during a laparoscopic nissen fundoplication, when the instrument was being passed through the trocar; the needle disengaged from the jaws of the device. The needle was retrieved with graspers, an x-ray was not performed. The device was difficult to toggle and load. To complete the procedure, another device was used. No patient injury or extension in surgical time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.